Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred

Event description:
Additional information received on 22nov2019: the wire of the basket broke. The patient outcome was good, and there were no adverse effects reported. The procedure was completed with a new ncircle nitinol tipless stone extractor.

Event description:
No additional patient or event information has been received.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. Visual inspection of the returned device noted the device was returned with the handle in the closed position. There was 5 mm of the basket formation protruding from the distal end of the basket sheath. The mlla (male luer lock adapter) and collet knob were tight and secure. The pett (polyethylene terephthalate ) was not returned. There was a kink in the basket sheath at 92.4cm from the distal end. There was no damage to the support sheath. With the basket formation in the open position, there was 1mm of the distal cannula exposed. A subsequent visual inspection of the returned device found that one of the basket wires was broken at the distal end of the basket. The basket wire was broken at the loop that forms the distal end of the basket. Functional testing noted the handle actuates the basket formation to the fully open and closed positions. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have 1 of the basket wires broken a the distal tip of the basket. It was also found that the sheath of the device was kinked and the basket did not close fully, with 5 mm of the basket extending from the sheath when in the closed position. Based on the inspection of the returned device, it is possible that the basket of the device became caught on an unknown object during the procedure, and the force applied to remove the device caused the basket wire to break, the sheath to become damaged, and prevented the basket from fully closing. The IFU contains a caution not to apply excessive force to the device during use, or damage may result. There was no information supplied relating to procedural issues that may have occurred during use resulting in damage to the device, therefore the cause for the broken basket wire could not be confirmed to be excessive force. Most probable cause cannot be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a left rirs (retrograde intrarenal surgery) wire dj stenting procedure using a ncircle tipless stone extractor, the basket was broken once it was opened during the case. Additional details have been requested regarding the patient and event. At this time no additional information has been provided.